Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after receiving an inappropriate shock. Upon interrogation, there were episodes of atrial oversensing noted due to noise on the atrial lead. The noise was reproducible with lead provocative testing. There were also episodes of inappropriate automated mode switch (ams) noted due to the noise. The shock was delivered due to the noise on the atrial lead not being appropriately discriminated due to device programming. The device was reprogrammed to resolve the event and the patient was stable. Related manufacturer report number: 2938836-2018-08344.